Event description:
It was reported a revision surgery was required due to the migration of a providence screw at c4, and the partial migration at c7. The revision surgery occurred on (B)(6) 2018.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the returned product found deformation of two of the clamping set screws. It is possible that the clamping set screw was not in the open position during screw insertion, and the screw was driven past the clamping set screw which may have damaged both the screw and clamping set screw. If the screw was inserted past a clamping set screw in the closed position, the head of the bone screw would have contacted, and been driven past the clamping set screw. This contact would have caused deformation to either the bone screw, clamping set screw, or both. Which would prevent the screw from locking into the plate as designed. After examining the plate, the exact cause of the screw migration could not be determined. The following sections have been updated: b4, e1, e3, h2, h6, h10.